Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The hcp stated that the patient indicated that their device is not functional. Their stimulator is not helping them control their pain. The patient might have tried other manufacture devices to help with their pain control. It was unknown when the issue began. No further complications were reported/are anticipated.